Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: ev olutpro-26-us, serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#: (B)(4) coding for serial number (B)(4), (B)(4) product analysis: the valve remains implanted and the delivery catheter system (dcs) has not yet been received for analysis. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the nose cone of the delivery catheter system (dcs) was not centered and dislodged the valve out of the annulus while the dcs was withdrawn. The valve was snared into the ascending aorta. No additional adverse patient effects were reported for this device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.